Event description:
The customer stated that the architect c4000 analyzer generated elevated co2 and magnesium results. Patient 1: an initial co2 result of 36 mmol/l was generated with repeat results of 22 and 22 mmol/l. Patient (B)(6): an initial co2 result of 30 mmol/l was generated with a repeat result of 16 mmol/l. Patient (B)(6): an initial co2 result of 32 mmol/l was generated with a repeat result of 24 mmol/l. Patient (B)(6): an initial magnesium result of >7 mg/dl was generated with a repeat result of 1.78 mg/dl. There was no report of impact to patient management.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the account. The fsr replaced a leaking reagent probe tubing to resolve the issue. There were no further discrepant co2 or magnesium results after the tubing replacement. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.